Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: 270802.

Manufacturer narrative:
No service requested by the customer. We have not received any parts, logs or any visuals. Most probably, the source of the water into the air gas module was the water from the hospital's air source that led to pre-use check fail as mentioned in the complaint description. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.the root cause is attributed to the faulty air supply in the hospital. H3 other text : 4112.